Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. A supplemental report will be sent upon receipt of additional info regarding this nonconformance. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt's son contacted zoll customer support to report that the monitor suddenly stopped working and would not power up when he changed the battery. The pt was fit with a new monitor.